Event description:
A false motor stall occurred after MRI. MRI occurred (B)(6) 2013, the event logs show motor stall the same day and tube set on (B)(6) 2013. Pump was interrogated on (B)(6) 2013 showing a recovery. Patient was asymptomatic. The device system was used to infuse dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).